Manufacturer narrative:
Unit received unable to perform the displacement due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the backside. Customer's blood glucose level was unknown. Customer stated that insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.